Manufacturer narrative:
E1: customer name and address = (B)(6). G4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon receipt and inspection of an amplatz extra-stiff support wire guide, one end of the sterile package was not sealed. The device was not used, and there was no impact to any patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, upon receipt and inspection of an amplatz extra-stiff support wire guide, one end of the sterile package was not sealed. The device was not used, and there was no impact to any patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the unused complaint device was also conducted. The unused complaint device was returned to cook for investigation. The bottom of the pouch was not sealed. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A search of all lots sealed and inspected by the same personnel during the same timeframe as the complaint device found no relevant non-conformances or additional complaints on any of the lots. As such, cook believes this to be an isolated incident. Personnel involved in the production of the complaint device were notified. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing/quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.